Event description:
The report received from the affiliate states that the cypher select plus had hub cracks. This was noticed before use on the pt.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that multiple attempts to gather additional info have made and have been unsuccessful.